Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A caller reported on behalf of a (child) customer who received a high sensor scan of 166 mg/dl and did not feel well, with symptoms of trembling and fatigue. The customer was unable to self-treat and was provided 2 sugar and apple juice as treatment by the mother. There was no report of death or permanent injury associated with this event. A sensor scan of 166 mg/dl was compared to a built-in meter result of 19 mg/dl and when the results were plotted on a parkes error grid, they fell into the "e" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A caller reported on behalf of a (child) customer who received a high sensor scan of 166 mg/dl and did not feel well, with symptoms of trembling and fatigue. The customer was unable to self-treat and was provided 2 sugar and apple juice as treatment by the mother. There was no report of death or permanent injury associated with this event. A sensor scan of 166 mg/dl was compared to a built-in meter result of 19 mg/dl and when the results were plotted on a parkes error grid, they fell into the "e" zone showing the difference in values to be clinically significant.